Manufacturer narrative:
As reported, a 7f exoseal vascular closure device (vcd) failed to successfully seal the puncture site. The plug was not deployed in the proper location and was partially out of the shaft. Hemostasis was achieved with manual pressure. There was no reported patient injury. The exoseal vcd was used in an interventional procedure using a retrograde approach. The physician was certified in using the exoseal vcd. There were no visible signs of damage to the device or packaging prior to use. An 8f non-cordis sheath was used. The device was stored and prepared according to the IFU. Angiography confirmed the suitability of the femoral artery, including proper insertion angle and vessel diameter =5mm. There were no signs of calcium/plaque, vessel tortuosity, stents, stenosis >50%, prior closure within 30 days, or pre-existing vascular abnormalities at the access site. Low molecular weight heparin was used. Bleeding was noted immediately after plug deployment/device removal, and pulsatile bleeding was observed. Fingertip compression was maintained during device removal. Bleeding was treated with manual pressure. No multiple stick attempts were made. One non-sterile exoseal vascular closure device 7f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received depressed, while the guard was locked. The plug was not received for this evaluation, and the indicator wire was found retracted. No catheter sheath introducer (csi) was returned for this evaluation. It was observed that the indicator window was received in the black/white and red position. Finally, during this visual analysis, three slight kinked/bent conditions were observed on the delivery shaft, located approximately 13.5 cm,15.0 cm and 15.5 cm from the distal tip. A dimensional analysis of the delivery shaft was conducted on the received 7f unit. First, a verification of the outer diameter was performed near the slightly kinked/bent sections of the delivery shaft. The measurements obtained were within the specified range. Additionally, a dimensional analysis of the delivery shaft inner diameter was conducted. The result obtained was within specification. The functional deployment simulation evaluation could not be performed, as the unit was received fully deployed. A high magnification evaluation was executed to evaluate the internal mechanism. During this analysis, no abnormal conditions were observed to be reported. The reported event of ¿vascular closure device (vcd) deployment difficulty partial deployment¿ was not observed through analysis of the returned device since the device was received fully deployed with no plug. The exact cause of the issue experienced could not be conclusively determined during analysis. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. It is possible that the kinks in the shaft led to difficulties with deployment. Additionally, it was reported that an 8f sheath was used with the 7f exoseal vcd during the procedure. As reported in the product description within the IFU, ¿note: the indwelling vascular sheath introducer must allow the bleed-back port to extend beyond the distal tip of the sheath. The french size of the exoseal¿ vcd must correspond to the french size of the vascular sheath introducer in use.¿ usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. According to the instructions for use (IFU), the user is instructed to use the left hand to anchor the vascular sheath introducer and the exoseal vcd in a stationary position. The user is then instructed to press the plug deployment button to deploy the plug, ensuring the plug deployment button is fully depressed and flush against the handle assembly. The indicator wire will automatically withdraw and the plug will be deployed. The IFU cautions that care should be taken to ensure no further pullback of the exoseal vcd and vascular sheath introducer occurs prior to, or during, deployment of the plug. Approximately 1-2 seconds after depressing the deployment button, the user is instructed to retract the exoseal vcd and vascular sheath introducer as a unit until the system is fully removed from the patient and apply light, non-occlusive pressure to the wound site. Neither the product analysis, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. However, a risk assessment has been initiated to further investigate similar complaints reported.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, a 7f exoseal vascular closure device (vcd) failed to successfully seal the puncture site. The plug was not deployed in the proper location and was partially out of the shaft. Hemostasis was achieved with manual pressure. There was no reported patient injury. The exoseal vcd was used in an interventional procedure using a retrograde approach. The physician was certified in using the exoseal vcd. There were no visible signs of damage to the device or packaging prior to use. An 8f non-cordis sheath was used. The device was stored and prepared according to the IFU. Angiography confirmed the suitability of the femoral artery, including proper insertion angle and vessel diameter =5mm. There were no signs of calcium/plaque, vessel tortuosity, stents, stenosis >50%, prior closure within 30 days, or pre-existing vascular abnormalities at the access site. Low molecular weight heparin was used. Bleeding was noted immediately after plug deployment/device removal, and pulsatile bleeding was observed. Fingertip compression was maintained during device removal. Bleeding was treated with manual pressure. No multiple stick attempts were made. The device will be returned for evaluation.